Event description:
The dentist reported a fractured screw. The screw fractured when the dentist was attempting to re-tighten a loose restoration.

Manufacturer narrative:
The product was not received and the lot number was not provided, therefore a device history record review could not be performed. The customer¿s complaint cannot be verified. Probable causes could not be determined for this complaint.